Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) troubleshot an issue with half height drawer 4.1 not powering on. A loose bus connection to the retractable band was found and reseated, and all connections to half height drawer 4.1 were reconnected and the station was rebooted and tested successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failed to open and not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.